Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood was present around the helix. The coils were stretched at approximately 245 and 435 millimeters from the terminal end. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the helix tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, the helix of this right ventricular (rv) lead could not be extended after repeated attempts. During the first attempt to position the lead, the helix extended as intended after 15 rotations in constant speed, with normal parameters observed. However, imaging indicated that the position was not ideal. Therefore, the physician decided to reposition the lead. During the second attempt, after the position was adjusted, the helix could not be extended. Subsequently, a new lead was used to complete the procedure. No adverse patient effects were reported. This lead was received for product investigation.